Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : functional examination of the returned device revealed the mating feature of the device was damaged due to wear out through normal use and servicing. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2011-12. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a - non-sterile. 5) IFU reference: IFU leeds inst rev. G 78405807.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments are normally easily disconnected from each other. The femur resection guide is used to adjust for the distal femoral cut. On two of the instruments, this setting does not work any longer. No surgical delay, no adverse patient consequences.